Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 19.4 cm with an external insulation abrasion due to friction to the device can 7.4 - 7.5 cm from the connector pin. All other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.